Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. They also stated that they replaced the sample port, ran all aqcs and have not had any discordant sodium results and the system is operational. The cause for this event is unknown.

Event description:
The customer reported discrepant sodium results on two patients from two different rp 500 instruments. There was no report of injury due to this event.